Event description:
Pt. Receiving a bronch procedure. In the middle of the bronch, the ebus (endobronchial ultrasound bronchoscopy) scope became dislodged in the ett (endotracheal tube) of the patient. When we were able to get the bronch scope out of the ett, we noticed the tip of the scope was broken. There was no harm. Notice to the patient.